Manufacturer narrative:
The product was not returned for eval. (B)(4).

Event description:
Covidien received info from a customer in the USA that, when powered on, the ventilator goes into a power loss device alert. It is unk if malfunction occurred during pt use.